Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, the assistant noticed that the suction was broken.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search against the product code did not reveal any trends. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.